Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir was cracked and a piece was broken off. It was reported that damage may have occurred when customer was roller blading. Customer's blood glucose was 40 mg/dl, which was treated with food and glucose tabs. Customer was advised that insulin pump would need to be replaced. No further information provided